Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump was not returned; however, the data stick was returned for evaluation. The logs were reviewed and showed that an impella pump stop alarm occurred after 8 days which is beyond the device's indications for use. As noted in the impella IFU: impella cp with smart assist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the impella stopped on the 8th day of support. Normal troubleshooting attempts to restart the device were unsuccessful. The impella cp was explanted and replaced to address the issue. The patient survived the procedure.